Event description:
It was reported that after insertion of the iab, 4-5cm of the balloon would not unwrap or inflate. The iab was removed and a second was inserted. The same difficulty was experienced, so the pump volume was turned up to 50cc and the balloon unwrapped further. Since augmentation appeared to be good, the iab was left in place. There were no further complications.